Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges injury, pain, trochanteric bursitis, elevated metal ions and orthosis appeared to have metal on metal contact. After review of medical records for MDR reportability, the patient was revised to address failed right total hip arthroplasty secondary to metallosis with a metal on metal articulation. Revision notes reported metal staining of the tissues around the capsule, cup was removed due to inappropriate position. Surgical pathology noted metallic material and red ragged soft tissue is attached to the surface of metallic hardware, shiny ball like piece. Clinical notes reported patient had muscles aches, joint swelling, joint stiffness, anxiety, bronchitis and decrease rom of right hip. Lab result shows metal ion levels above 7ppb. Doi: (B)(6) 2009 dor: (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, discomfort, elevated metal ions and emotional distress. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.